Event description:
Same case as 6000093-2006-00750. 42 days post a coronary drug eluting stent procedure a thrombosis occurred. The 100% stenosed lesion located in the non-calcified, non-tortuous left anterior descending (lad) was predilated with a 30mm balloon. Two taxjus liberte stents (2.75x32mm and 2.75x16mm) were successfully implanted in an overlapped position in the mid lad lesion. The initial procedure was successful. Clopidogrel was administered pre-procedure. Heparin was used during the procedure. The patient was prescribed clopidogrel post-procedure. The patient was also on the following meds post-procedure; aspirin, lovastatin, enalapril, isosorbide dinitrate, and metroprolol.